Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. D4: only di provided as lot number is unknown. Possible serial number: (B)(6).

Event description:
An event involved a plum 360 infuser where it was reported that while transporting an inpatient from emergency department to intensive care unit, the patient¿s infusion pump running norepinephrine shut off. The pump had been unplugged for four minutes. When patient arrived on the unit, a spare pump was procured to restart the norepinephrine infusion. Patient¿s norepinephrine dose had to be increased. There was patient involvement, and no harm reported.